Event description:
It was reported patient enrolled in a clinical study underwent an initial left hip arthroplasty on an unknown date. Subsequently, an irrigation and debridement took place on (B)(6) 2004 due to a hematoma. It was further reported patient underwent an irrigation and debridement procedure on (B)(6) 2004. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.